Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 35mm amplatzer pfo occluder was selected for implanted. During deployment a deformation was noted on the left disc. A new 25mm amplatzer cribriform occluder was selected however, upon deployment a bulbus deformation was noted. A new 35mm amplatzer pfo occluder was successfully implanted. The patient was reported to be in stable condition. Manufacturer report number: 2135147-2021-00291.

Manufacturer narrative:
An event of a deformation of the left disc was reported. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined.

Event description:
Correction: it was reported on 02 july 2021, a 25mm amplatzer pfo occluder was selected for implanted. During deployment a deformation was noted on the left disc. A new 25mm amplatzer cribriform occluder was selected however, upon deployment a bulbus deformation was noted. A new 35mm amplatzer pfo occluder was successfully implanted. The patient was reported to be in stable condition.

Event description:
On (B)(6) 2021, a 25 mm amplatzer cribriform occluder ((B)(6)) was chosen to close a patent foramen ovale (pfo). During the procedure, the device was deployed from the delivery system, and the left disc of the occluder appeared to be deformed and swollen. The device was recaptured into the delivery system and removed from the patient. A new 25 mm amplatzer cribriform occluder ((B)(6)) was attempted, but during implant the device assumed a bulbous deformation. The decision was made to replace the device with a 35 mm amplatzer pfo occluder ((B)(6)), which was successfully implanted using the same delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of a deformation of the left disc was reported. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined. Please note, per the instructions for use, artmt600034247 revision b "contraindications: treatment of patients with patent foramen ovale (pfo) defects. This device has not been studied in patients with pfo defects."